Event description:
Caller reported that the battery of their t: slim x2 pump would not charge, despite using the correct charging cable and wall adapter and attempting to charge it for at least 30 minutes. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensuring that the customer would use mdi as backup therapy to maintain insulin delivery. They confirmed the customer would receive a pump with updated software and provided instructions for putting the old pump into storage mode before returning it. The customer was informed about programming settings and connecting their cgm to the replacement pump and acknowledged the instructions. A replacement pump was sent, and the customer was advised to return the faulty pump to avoid billing.